Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for generator replacement. During the procedure it was noted that the right ventricular lead was fractured and had no capture. The lead was capped and replaced on (B)(6) 2019. The patient was stable.